Manufacturer narrative:
A ge rep evaluated the system and replaced the generator software disk. System operates as intended.

Event description:
Customer reported the system displayed a checksum error on boot up. No pt injury was reported.